Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult or delayed positioning (leaflet grasping, anatomy, leaflet capture), entrapment of device, or poor imaging. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported difficult or delayed positioning (leaflet grasping, anatomy, leaflet capture) appears to be related to challenging patient anatomy. The reported entrapment of device appears to be related to procedural conditions. The reported poor imaging is related to a combination of challenging patient anatomy and procedural conditions, per case details. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, imaging was challenging due to patient's anatomy. Difficulty was encountered while grasping and capturing the leaflet. The clip had anatomical interaction with the papillary muscles and chordae. However, the clip was deployed successfully on leaflet and chordae of posterior leaflet. The mr was reduced to grade 2 post procedure. There was no clinically significant delay or adverse patient effects.